Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurately erratic control solution results. The reporter claimed obtaining control solution results of ¿109, 143 and 92 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.